Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) lead became dislodged due to the pulling effect from the patient. The ra and the rv lead were surgically repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).